Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the balance block was not received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune blocks will not allow a balancing block knob to slide thru the top of them. Attempts were made with 3 different instrument trays all of the same lot numbers (3 sz 6 and 3 sz 4) and they all will not allow the same knob to pass thru the top of the block. Tried a different knob and they all was fine. Not sure if it is a knob or a block issue. No product or lot on the knobs. Issue found at warehouse, not in a case.